Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined the issue is related to the mobile application. No additional patient or event information is available. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The root cause could not be determined via data.